Event description:
It was reported that after an inflation (atm unk) in the renal vein, the pta balloon became stuck in the introducer sheath during retraction. The catheter and introducer sheath were removed together as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed, as the lot number is unknown. The investigation is inconclusive as the sample was not returned for evaluation. The definitive root cause for the reported retraction issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.